Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during an endoscopic internal hemorrhoid ligation, there was an abnormal degree of angulation in the bending section of the gastrointestinal videoscope. This resulted in difficulty in retroflexion, poor exposure of the procedure field, and difficulty in ligation. After multiple attempts, the procedure was completed, however the patient developed significant abdominal distention post procedure. An abdominal paracentesis was performed for evacuation of gas. The patient was re-examined with another gastroscope at which time an intestinal perforation at the rectosigmoid junction was identified. Six clips were placed to close the perforation site.